Event description:
Study event: it was reported that a physician successfully deployed an emboshield into the right internal carotid artery/common carotid artery. Pre-stent dilation was performed with another brand of balloon. An xact stent was successfully positioned and deployed. Post-stent dilation was performed with another brand of balloon. The emboshield was successfully retrieved. During the procedure, the patient experienced paroxysmal atrial fibrillation and was later treated with coumadin. At that time, the patient also experienced transient hypotension with secondary decrease in level of consciousness. The patient was treated with IV push neosynephrine and IV fluid bolus. With decreases in blood pressure, the patients neurological status declined. Post-procedure, the patient's blood pressure continued to be liable and during hypotensive episodes (systolic pressure - 80's to 90's). The patient would again experience a change in his neurological status - a heaviness and/or weakness to his left arm. A dopamine IV drop was initiated along with normal saline fluid boluses and oral proamatine. The patient's systolic blood pressure stabilized in the 140's tp 150's and his neurological systems resolved. The patient experienced low back pain post-procedure, which resolved after the femoral sheath was removed and the patient repositioned himself. Patient was discharged to home two days post-procedure with systolic blood pressure stable in the 120's, with instructions to continue coumadin and proamatine. At one month post-procedure, the patient reported intermittent mild left arm and hand numbness beginning on four days post-procedure, but which resolved without treatment eleven days post-procedure, headache (intermittent occipital not accompanied by any other symptom) beginning thirteen days post-procedure and lessening in frequency and intensity over time for which the patient treated with tylenol as needed.

Manufacturer narrative:
The device was not returned and there was no lot information. We are not able to perform device inspection or device history record review in this case.